Event description:
It was reported the balloon from this ureteral balloon catheter was inflated in the pt's ureter and appeared, under fluoroscopy, to be larger in length and diameter than the labeled size. When the balloon was removed a longitudinal ureteral tear was noted and calculi was visualized in the extraureteral space. The stone was successfully removed and stent placement followed. The pt's condition is good. The engineering evaluation into this incident revealed that during a divisional label change a conversion step error occurred and the labels were printed with the incorrect catalog number. A check was performed on all batch records of products labeled and packaged since the date of the error at this particular mfg facility and no further errors of discrepancies were found.